Manufacturer narrative:
Batch review performed on 19 june 2018; lot 178762: (B)(4) items manufactured and released on 23 february 2018. Expiration date:2023-02-07; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Seventeen days after primary the surgeon revised the patient for a knee infection. Liner swap, the surgery has been completed successfully.